Event description:
The customer contact reported a tubing separation. The unspecified tubing set was connected to a connector and was being used to deliver an unspecified medication. It was reported at the end of the therapy when the nurse disconnected the tubing set from the connector, the tubing separated from the male adapter. It was reported the male adapter remained in the connector. The clinician clamped the pt's peripheral inserted central catheter (PICC) and the connector was replaced. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).